Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the orienting platform (op) laser.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue while pressing on the handlebar switch and replaced the orienting platform (op) laser. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that error 32101 occurred after a hard power cycle. The customer switched to another patient side cart (psc) to continue with the procedure. There was no reported injury.